Manufacturer narrative:
The UDI number will be provided in the follow up report. The actual device is not available for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported wire elongation during a procedure. Follow up communication with the user facility confirmed the following information: the precision was used for femoral access; when the dilator and wire were removed, the wire became elongating as the dilator continued to be removed; the dilator and wire were successfully removed from the patient; the procedure was continued and completed without issue; and the patient was reported as doing okay.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the retention sample evaluation results as well as the UDI number. The actual device was not available for evaluation. Therefore, the investigation was based on evaluation of user facility information and retention samples from the reported and surrounding lots. Visual inspection revealed no visual anomalies. Dimensional testing confirmed the samples met manufacturing specifications. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The samples confirmed to meet manufacturing specification. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.